Event description:
During right total knee revision, the trial component from size 3 mobile bearing revision tray, 32 mm tibial sleeve and 14 mm x 150 mm stem became stuck. Trial implant was placed without difficulty and femoral preparation completed by confirming appropriate rotation. Initial trialing reassuring, until tibial trial could not be extracted. Implant set had no standard way of attaching a slap hammer to the trial. After multiple attempts with different modalities the surgeon was able to get depuy srom extraction device to stick within the sleeve portion of trial and to extract with a slap hammer. The surgery was extended two hours. The different modalities attempted included, cutting out tibial component with metal-cutting burr, drilling metal component and drilling metal component with drill bits from machine shop in attempt to place tap device to use with slap hammer.======================manufacturer response for tibial trial, depuy tibial sleeve (per site reporter).======================rep was present at surgical procedure and called company to ask for direction in removing trial.